Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched, inspected the iabp and after trying unsuccessfully to complete a calibration on the low side of the helium, the fse found that the helium manifold assembly was not releasing the helium. The fse ordered a manifold assembly and returned to replace it. The fse replaced the helium fill manifold and was able to get the system to release the contained helium, calibrate, and auto fill. The fse found that once refilled with helium, the system would not release to atmosphere again. Suspecting the vent solenoid was not working properly, the fse removed the new helium fill manifold and replaced it with the original helium fill manifold. The fse then reseated all of the circuit boards and once this was done, the fse was able to complete all calibrations and performance and safety tests per service manual instructions. The fse also completed a preventive maintenance while on site. The iabp passed all tests and was approved for clinical use, and returned to the customer.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) was having autofill failure issues. The circumstances of the event are unknown, however, no adverse event has been reported.